Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("severe bleeding") in a 29-year-old female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos until 2013 for birth control and medroxyprogesterone acetate (depo-provera) from 2012 to 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("gastrointestinal or digestive system condition type: nausea"), menometrorrhagia ("heavy irregular periods") and malaise ("very sick"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), acne ("hormonal chnages: severe acne"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), rash ("rashes"), skin disorder ("skin conditions"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy,laparoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and procedural pain had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia and menometrorrhagia was resolving and the alopecia, acne, allergy to metals, urinary tract infection, female sexual dysfunction, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, nausea and malaise outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, skin disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: after the implant, she began suffering from the events. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received. Events extracted per pfs:hormonal changes: severe acne, abnormal bleeding(vaginal,menorrhagia), allergic or hypersensitivity reaction type:nickel allergy, (bladder/urinary tract/vaginal) infection type:uti, apareunia (inability to have sexual intercourse), rashes, skin conditions, bladder or urinary problems, migraines, headaches, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: nausea, heavy irregular periods, very sick. Lot number, lab test, concomitant drugs added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pain pelvic pain"), pregnancy with contraceptive device ("normal pregnancy") and genital haemorrhage ("severe bleeding") in a 28-year-old female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: denies previous gain with intercourse or any pelvic pain. Concurrent conditions included nickel sensitivity since (B)(6)2014, irregular periods, carpal tunnel syndrome, chronic rhinitis, vaginal delivery and parity 1. Concomitant products included oral contraceptive nos until 2013 for birth control, medroxyprogesterone acetate (depo-provera) from 2012 to 2013 for contraception, ibuprofen for pain as well as dexamethasone, fentanyl, ondansetron and oxycodone. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), acne ("hormonal changes: severe acne / rashes or skin conditions type: severe acne."), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("gastrointestinal or digestive system condition type: nausea"), menometrorrhagia ("heavy irregular periods") and malaise ("very sick"). In (B)(6)2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On (B)(6)2014, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes") and skin disorder ("skin conditions"). The patient was treated with surgery (bilateral salpingectomy,laparoscopy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain, alopecia, procedural pain, acne, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue and nausea had resolved, the pregnancy with contraceptive device, urinary tract infection, rash, skin disorder and malaise outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and menometrorrhagia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, acne, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, skin disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: after the implant, she began suffering from the events. Since having the surgery, her symptoms are mostly resolved. Essure coils placed per protocol without difficulty. Left tube 3 trailing coils visible. Right tube 6 trailing coils visible. On laparoscopy, normal appearing anteverted uterus, ovaries and fallopian tubes. On hysteroscopy, bilateral ostia visualized with no essure device seen in uterus diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2013: results: total bilateral occlusion; on (B)(6)2014: total bilateral occlusion. Pathology test - on an unknown date: a&b. Fallopian tubes, left and right, bilateral tubal ligation ¿complete cross sections of fallopian tubes present. Diagnostic results: patient with lmp 4/28. On (B)(6)2014, surgical final report: final pathologic diagnosis- fallopian tubes, left and right, bilateral tubal ligation. On (B)(6)2014, impression: normal post-operative course post-operative status: doing well without problems, voiding without difficulty, normal bowel movements and mecis for only two days. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:nickel allergies,nausea,pelvic pain,heavy menstrual bleeding with clots . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs+mr received : following events were added : normal pregnancy (with live birth),device ineffective. Reporter information added. Concomitant conditions and drugs added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("severe bleeding") in a 28-year-old female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: denies previous gain with intercourse or any pelvic pain. Concurrent conditions included nickel sensitivity since (B)(6) 2014. Concomitant products included oral contraceptive nos until 2013 for birth control, medroxyprogesterone acetate (depo-provera) from 2012 to 2013 for contraception and ibuprofen for pain. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), acne ("hormonal changes: severe acne"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("gastrointestinal or digestive system condition type: nausea"), menometrorrhagia ("heavy irregular periods") and malaise ("very sick"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes") and skin disorder ("skin conditions"). The patient was treated with surgery (bilateral salpingectomy,laparoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, alopecia, procedural pain, acne, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue and nausea had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia and menometrorrhagia was resolving and the urinary tract infection, rash, skin disorder and malaise outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, skin disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: after the implant, she began suffering from the events. Since having the surgery, her symptoms are mostly resolved. Essure coils placed per protocol without difficulty. Left tube 3 trailing coils visible. Right tube 6 trailing coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion patient with lmp (B)(6). On (B)(6) 2014, surgical final report: final pathologic diagnosis- fallopian tubes, left and right, bilateral tubal ligation on (B)(6) 2014, impression: normal post-operative course post-operative status: doing well without problems, voiding without difficulty, normal bowel movements and mecis for only two days. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, events onset date added, outcome added- nickel allergy, dysmenorrhea, hair loss, fatigue, apareunia, migraines, headache, nausea, bladder or urinary problems or changes, hormonal changes(severe acne). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("severe bleeding") in a 28-year-old female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: denies previous gain with intercourse or any pelvic pain. Concurrent conditions included nickel sensitivity since 28-may-2014. Concomitant products included oral contraceptive nos until 2013 for birth control, medroxyprogesterone acetate (depo-provera) from 2012 to 2013 for contraception and ibuprofen for pain. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"). In may 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), acne ("hormonal chnages: severe acne"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("gastrointestinal or digestive system condition type: nausea"), menometrorrhagia ("heavy irregular periods") and malaise ("very sick"). In june 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes") and skin disorder ("skin conditions"). The patient was treated with surgery (bilateral salpingectomy,laparoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, alopecia, procedural pain, acne, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue and nausea had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia and menometrorrhagia was resolving and the urinary tract infection, rash, skin disorder and malaise outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, skin disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: after the implant, she began suffering from the events. Since having the surgery, her symptoms are mostly resolved. Essure coils placed per protocol without difficulty. Left tube 3 trailing coils visible. Right tube 6 trailing coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2013: total bilateral occlusion patient with lmp 4/28. On (B)(6) 2014, surgical final report: final pathologic diagnosis- fallopian tubes, left and right, bilateral tubal ligation. On (B)(6) 2014, impression: normal post-operative course post-operative status: doing well without problems, voiding without difficulty, normal bowel movements and mecis for only two days. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect oc device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: ptc investigation result. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the implant, began suffering from pelvic pain and severe bleeding (interpreted as genital bleeding). She underwent bilateral salpingectomy approximately one year after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("severe bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2014). On (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, alopecia and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain, alopecia and procedural pain to be related to essure. The reporter commented: after the implant, she began suffering from the events. Since having the surgery, her symptoms are mostly resolved. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the implant, began suffering from pelvic pain and severe bleeding (interpreted as genital bleeding). She underwent bilateral salpingectomy approximately one year after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.